Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display and it was not working. The customer¿s blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. Customer states that contacts on battery cap was neither missing nor damaged. Customer was advised that the pump will need to be replaced. Display did not return after insulin pump restart. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.